Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side ¿pain, very sore¿, breasts are "hard as a rock and flat", ¿has been ill and has occasionally been bedridden¿ device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported a left side implant exchange due to the patient's concern with the product and a capsular contracture baker grade unknown. Device remains implanted.